Event description:
It was reported that, during use, the equipment showed a burn on the patient. The customer reported that the department was using disposable paddles and when identifying the burn mark replaced by the external paddles of the equipment and the problem persisted showing burn marks on the patient's skin. Multiple requests were made to obtain additional information regarding the patient burn, including what degree of burn was alleged, description of the size and area of the burn, and if medical or surgical intervention was required for the burn. However, no response was received, and no additional information was provided.

Manufacturer narrative:
This report is based on information provided by philips field service engineer (fse) and has been investigated by the philips complaint handling team. The fse evaluated the device on site. No fault was found. This will be documented as a malfunction that occurred at the time of the reported event, the cause of which was not determined. The device remains at the customer site and no further evaluation is warranted at this time. It has been concluded that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
It was reported that, during use, the equipment showed a burn on the patient. The customer reported that the department was using disposable paddles and when identifying the burn mark replaced by the external paddles of the equipment and the problem persisted showing burn marks on the patient's skin.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete. Initial reporter phone: (B)(6).